Manufacturer narrative:
Related components of device system: model number / catalog number: 720185-01, serial number: n/a, batch / lot number: 1000267513, model / catalog description: reservoir flat iz 100 ml.

Event description:
It was reported that the patient is experiencing difficulty pumping his inflatable penile prosthesis (ipp). The patient stated that it is too hard to pump that it makes his scrotum sore. The patient is disappointed with the device and is using lidocaine topically for the pain. The patient will have an appointment in three weeks with dr. (B)(6) for follow-up. Patient services specialist gave the patient trouble shooting techniques which the patient will try to overcome the difficult bulb. No more information is available at the moment, additional information will be provided as relevant information becomes available.